Event description:
The customer contact reported a tubing separation. The tubing set was being used to deliver an unspecified solution. After an unspecified length of time in use, the tubing separated from the secure lock. The tubing set was replaced and therapy was resumed. There were not reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.